Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and some of them were moved and overlapped. The hand and the suture thread were not returned. The returned irrigation tube was in good condition. The device was observed under magnification, and the ligator housing teeth were bent/damaged. The suture hole of the ligator housing showed evidence of suture tension. Cracked/damaged bands were found, and one band was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped, cracked and damaged, and one band was broken. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands from their position, as if twisting them, which clearly indicated inability of the device to deploy. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used, or the patient's anatomical conditions could have contributed to the reported event. Since only the ligator housing returned, it is not possible to carry out a more thorough investigation. The most probable root cause of this complaint is adverse event related to procedure.